Manufacturer narrative:
Investigation summary: bd had not received samples, but several photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'damaged package, damaged cap, and foreign matter (fm)' with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tubes, the device experienced broken lid/ cap. The following information was provided by the initial reporter. The customer stated: lid tube is broken.